Event description:
Unomedical reference number (B)(4). Event occurred in the germany. On 07-jun-2024, it was reported that the patient faced damage to infusion set line and issue was noticed after insertion where the tube was kinked, which cause the patient blood glucose levels elevated to 500 mg/dl. The infusion set was in use between 3 to 5 hours. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.